Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements. Shock impedance and thresholds were within normal range. Since the patient does not require either atrial or ventricular pacing, the electrophysiologist/cardiologist have elected not to intervene at this time. It was noted that a revision procedure was done in 2013 to replace the previous lead because of a fracture due to subclavian crush. That particular rv lead was surgically abandoned (remains implanted but out of service) due to the space between the clavicle and first rib being very narrow. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.